Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular undersensing was observed. No patient symptoms were reported. Programming changes were suggested. On (B)(6) 2018 the programming changes were made and the patient condition is stable.